Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported paramedics and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been seen by the paramedics with hypoglycemia. The patient's blood glucose levels were low but did not give exact values while wearing the pod longer than 48 hours. The patient was given orange juice by the paramedics. The patient also ate 6 pieces of liquorice, drank kefir and used a nasal spray. The patient was released the same day. The pod was worn when seeking medical attention.